Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, upon device interrogation high, out of range, high voltage lead impedance issue was observed on the rv lead. Upon review of recent transmissions from merlin.net, lead measurements for capture threshold and sensing were stable and in range however there was somewhat high inadequate capture threshold issue was observed. No indication of lead noise or sensing issue was observed. It was recommended to perform defibrillation threshold (dft) testing if any programming changes were made and to monitor the lead. Physician declined to perform dft testing due to high voltage impedance being in normal limits and stable over the life span of the device and because the reason for the device was for primary prevention. No therapy was delivered since implant of the device. Patient was stable and will continue to be monitored.